Event description:
On (B)(6) 2013: it was reported that the date on the ptm was wrong; it read (B)(6) and was supposed to be (B)(6). Per reporter it showed (B)(6) and didn¿t know why it went back to (B)(6). Per the hcp their paperwork showed (B)(6). Drugs delivered via the device was stated to be fentanyl and some kind of ¿numbing medicine, novocain or something¿. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer (ptm): 8835 serial# (B)(4).